Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings of "112, 117, 126, and 128 mg/dl" compared to feeling/normal readings. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with oral medication. The alleged inaccurate issue began on (B) (6) 2010 at 12:15 am. Based on the reported meter readings, the pt managed diabetes with taking more food/drink. Eight hours after obtaining the alleged high readings, the pt developed symptoms described as "cold sweats, nausea, shaky, and blurred vision." The pt noted that when she went for a doctor's office visit, she tested on the doctor's meter at "97 mg/dl". The pt did not require any medical intervention that would suggest the pt had acute complication at the time of concern. During troubleshooting, the customer care advocate noted that control solution test did not pass. This complaint is being reported because the pt claimed she developed symptoms that can be suggestive of hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.